Manufacturer narrative:
The manufacturer previously reported a trilogy 100 device had been sent in for evaluation due to cosmetic damage issues. There was no harm or injury reported. The device was sent to a service center for evaluation. During evaluation it was found that the devices internal battery failed to charge. The device's internal battery was replaced to prevent reoccurrence. The internal battery was not replaced. During additional testing at the manufacturer's service center, the device failed a test during testing. The device's active exhalation control module needs to be replaced to address the issue. No repairs were performed. The device is to be scrapped due to no need for inventory.

Event description:
The manufacturer received information that a trilogy 100 device had been sent in for evaluation due to cosmetic damage issues. There was no harm or injury reported. The device was sent to a service center for evaluation. During evaluation it was found that the devices internal battery failed to charge. The device's internal battery was replaced to prevent reoccurrence.